Event description:
Pt reports that she called to report pump issue and dot in line on (B)(6) 2023. Pt reports no issues at this time and that current pump is infusing properly. Pt requesting replacement pump at this time as pump alarm, on her other pump did not sound the other night when she called in to report clot in the line.. Pt reported that she woke up in middle of night to use restroom and returned to her room and noticed blood all over her clothing/bed. Pt questioned if pump should have sounded with alarm. Rph reported that high pressure alarm should sound if blockage/clot in line. Pt reports (B)(6) of pump that did not alarm night of (B)(6) 2023. Pt has put this pump aside and confirmed not using it. Pump return tracking information is not available. Photographs were not provided. Did the product fault occur while in use with the pt? Yes; did it contribute to pt or clinical injury? No; was interruption in therapy reported? No; is device available for investigation? Yes; did we replace product? Yes; did pt have backup device? Yes; was pt able to continue therapy successfully? Yes; is therapy life sustaining? Yes; what is the outcome of event? Resolved; this is a continuously infusion. Set flow rate and volume delivered are unk. No add'l info is available at this time. Reported to cvs/caremark by pt/caregiver. Ref report: mw5146785.